Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is for the first device. Customer returned three broken puendo4 in autoclave bag. Using microscope visually checked tips. Instruments were broken as indicated in complaint. No manufacturing defects or markings were noted on instruments. Recommended power settings for the puendo4 are a minimum of one and a maximum of five. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Also, these tips should be used with water. Root cause of breakage cannot be determined.

Event description:
In this event it was reported that three proultra endo tips #4 broke during use; no injury resulted.